Event description:
Customer complaint - limited data available. "Customer complaint: yes my meter is reading about 30 points higher than my actual blood sugar. I went to the doctor and had my blood checked and my meter said 134 and the doctor said 101. I was hoping to get a new meter or my money back."

Event description:
Customer complaint - limited data available. Customer noted that their meter was reading 30 points higher than what their blood sugar actually was. They went to their doctor and confirmed their meter was off.